Event description:
It was reported that 2 x-ray images of a 2-level acdf (anterior cervical discectomy and fusion) taken on an unknown date revealed that an unknown number of screws at c4 were backing out. Instrumentation of acdf included vectra plate and a competitor biologic bone vertebral implant. It is not known how many screws are backing out. An unknown plate is reportedly a vectra plate, and will also be assessed, as it is a locking plate. It was also reported per an internal review by the medical director that it appears that the screw at the most cranial level (c4, in accordance with description below) is backing out. Unable to tell with certainty if this is one screw or bilateral screws. It was also reported that on (B)(6) 2015 a revision took place (B)(6) 2015. Original surgical levels c4-c7, with revision taking place at c4. Surgeon removed two 4.0x16mm self-tap vectra screws that backing out, and were reportedly not inserted past the clips in the plate, and replaced them with two larger 4.5 x 16mm self drill screws. Surgeon confirmed that the clips in the plate were above the screw head for each screw. Purchase was solid and the patient was closed. The surgery took twenty minutes. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.